Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer had pain in shoulder and back. Customer's blood glucose level was 501 mg/dl at the time of hospitalization. Customer stated that the insulin pump was broken. Customer was treated with insulin drip. The insulin pump will not be returned for analysis.